Manufacturer narrative:
Isi has not received the fundus grasper instrument for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided at this time, this complaint is being reported because plastic fragments came off the fundus grasper instrument and fell inside the patient. The fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the plastic piece holding the fundus grasper instrument jaws together broke when the surgeon attempted to grasp a catheter. The jaws, plastic, and pin fell inside the patient. The procedure was completed with no reported injury. On 07/16/2019, intuitive surgical, inc. (Isi) followed up with the clinical territory associate (csa) and obtained the following additional information: all fragments were retrieved during the same procedure with robotic and laparoscopic instruments. The instrument was not removed during the procedure. There were no post-operative tests performed and the patient had not returned to the hospital due to experiencing post-surgical complications related to retaining a foreign object. Isi also followed up with the surgeon and obtained the following additional information: while in routine use during the case, the metallic tips of the instrument came apart. The surgeon stated that after retrieval of all of the pieces it appears the plastic housing on one of the two sides had fractured, leading the connecting pin to fall out and one of the two grasping ends to become dislodged. This issue occurred while grabbing onto a cholangiogram catheter which is a fairly soft 2-3 mm wide piece of plastic, but had been used for several minutes during the normal course of dissection leading up to that time. The surgeon stated that the instrument was on its 3rd of 5 lives and suspects there could have been a non visible fracture in the instrument's plastic piece prior to starting the case which under the stress of use became a full fracture resulting in the failure. The surgeon indicated it would be hard to see this even on careful inspection as the piece itself is quite small.